Event description:
During a case the pt was cut with the tip of the pen. While the doctor was outlining the incision area the ink was not very dark which made him press more firmly, as he pressed down a line of blood was visualized where we expect to find the pen marking.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation. No evaluation performed as the device was not returned. No results as no evaluation was performed. Inconclusive but potentially caused by the pressure the pressure the user was applying when drawing on the skin. There is no controls that can be put into place to prevent this.